Manufacturer narrative:
Product analysis: the complaint was confirmed. The ventricular output dial encoder was found to be out of mechanical specification. Display wires were found to be pinched, but insulation was intact. The keypad was found to be scratched. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) ventricular output was not working. The epg was returned for service. There was no patient involvement.